Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient admitted due to a fell at his home. The patient came to the ER with a dislocated hip. It was also indicated that the femoral stem was loose at bone to implant interface. The surgeon reduced it in the ER and ordered the appropriate xrays and a CT scan. The CT scan revealed a fracture on the patient calcar through the patient's lesser trochanter. The plan was to remove the stem which came out reasonably easy due to the fracture and it only being around 3 weeks since the original tha. A cable was placed just below the patient's lesser trochanter and proceeded to implant a reclaim. After completion of the reclaim, the patient had an enormous range of motion and was completely stable. No signs of infection as cultures were obtained. The cup and liner were left intact with no signs of loosening or compromise. Doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.